Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The assignable cause of the iipv was undetermined due to additional therapies being performed and event and alarm logs were overwritten and are not available.

Event description:
The customer returned the homechoice (hc) machine to baxter tampa bay for a reported issue of se 2116. During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device logs: (occurrence date (B)(6) 2012 16:25:17 high drain volume error 105 during night drain #5). The fill volume was 2000 ml.